Manufacturer narrative:
Continuation of d10: product ID ID-1-5 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an unruptured, saccular aneurysm located at the right m1, there was a non-detachment issue with the axium coil. The aneurysm had a maximum diameter of 5 millimeters and a neck diameter of 2 millimeters, with normal blood flow and moderate vessel tortuosity. The coil failed to detach after two attempts with the instant detacher, and a manual detachment attempt via hypotube was also made twice. The procedure was completed by inserting another coil. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were no issues prior to the non-detachment, and no pushwire damage was observed. The cause of the non-detachment was not identified.